Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: a field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by looking at the results for ipth precision. Fse reproduced the complaint by running ipth precision and getting a high cv%. Fse resolved the complaint by replacing the substrate heater. Fse successfully ran ipth precision with a cv% under 10%. Fse validated the instrument by performing quality control run, which completed without error and within acceptable range. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were two (2) similar complaints identified during the searched period, which includes this event. The most probable cause of the reported event was due to failed substrate heater.

Event description:
A customer reported bad precision with high coefficient of variation (cv) % values for ipth & prl on the aia-2000 instrument. The customer stated this has happened several times. The customer ran a 10-point precision run for ipth & prl, resulted in ipth 21.5% cv and prl 39% cv. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth) and prolactin (prl). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.